Manufacturer narrative:
In the case description, the user mentioned that the pdm battery did not hold charge. Inspection of the returned pdm found the lcd screen to be cracked. These cracks did not impact lcd readability or touch functionality. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge. The pdm was able to charge to 100%, turn on, and boot up with no issues. Inspection of the android log files downloaded from the pdm found that the pdm battery was unable to hold charge for the 48 hours after full charge required by the product requirement specifications. The logs showed that the pdm battery was only able to hold charge for less than 26 hours. The pdm was paired with an unused pod and used under typical use conditions for 48 hours. The pdm battery was found to be depleted before 48 hours were completed. The logs from the pdm showed that the battery lasted for 30.5 hours before the pdm died. The exact cause of the pdm battery being unable to hold charge could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached over 250 mg/dl. For treatment, the patient did not know. The patient was discharged after 2 days.